Manufacturer narrative:
Other text: one sample was received for evaluation. Visual inspection revealed the product in used conditions; conditions without its original packaging, decontaminated and inside in a plastic bag; no damage was detected. Functional testing was performed but the reported issue could not be replicated. No root cause could be determined as no device problem was found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No action was taken. D3, g1, g2 email address: regulatory.responses@icumed.com.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the disposable is leaking. No additional information available. It is unknown, if there was patient involvement. And no adverse patient effects were reported by the customer.